Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported capsular contracture baker grade unknown for right side. Device remains implanted. Later, hcp reported capsular contracture baker grade ii. Later, hcp reported capsular contracture baker grade ii. Later, hcp reported right implant radial elastomeric folds, with no signs of rupture. Right intracapsular heterogeneous tissue, non-specific, but usually related to silicone-induced granuloma. Architectural distortion of the breast parenchyma secondary to surgical manipulation.